Manufacturer narrative:
The insulin pump was received with operating currents within specification. It passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23, pump error 41, pump error 49, pump error 68 or restarting on its own noted. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. Pump error 4 and 53 found in the pump history due to internal battery connector. The device was received with faded serial number label, cracked retainer, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected and multiple pump errors. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.